Event description:
The customer reported a ten to fifteen milliliter clear fluid leak originating from under a coulter hmx hematology analyzer. The leak was not contained and had transferred onto the counter. The healthcare worker interfacing with the machine was wearing personal protective equipment which included a laboratory coat and gloves. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death or injury was associated with this event. There was an exposure plan in place at the facility.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer observed that a specific pinch valve was not activating because the actuator was stuck. Cleaning the actuator solved the problem. Upon completion of the necessary repairs the instrument was returned back into operation. The failure mode of this event was the sticking of a specific pinch valve actuator. The failure mode has the potential, upon recurrence, to cause discrepant results. (B)(4).